Event description:
It was reported that during a routine device change out the pulse generator exhibited an output anomaly after being exposed to electrocautery. The device was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.